Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the lack of downward movement in the forceps elevator was a damaged pipe protecting forceps elevator wire (k-pipe), the most probable root cause of the gap in the adhesive area between server plug-in (z-block) and distal end, as well as the scratched adhesive around the objective lens was traced to component failure and, the most probable root cause of the foreign objects in the air/water cylinder and tube could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had no downward movement in the forceps elevator, gap in the adhesive area between server plug-in (z-block) and distal end, scratched adhesive around the objective lens and foreign objects in the air/water cylinder and tube. There was no patient involvement.